Event description:
It was reported that the patient had the inflatable penile prosthesis reservoir removed as the reservoir had migrated out of the space of retzius. An abdominal incision was made, and a new reservoir was implanted in the space of retzius. No patient complications were reported.